Manufacturer narrative:
510k number is not appricable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During the procedure the colonoscope remained stuck in the patient's right colon. The doctor panicked for a long time before to manage to remove the device. She requires a control of the colonoscope. Information from the field technician: "the incident occurred during endoscope withdrawal. To never this kind of incident. No anatomic particularities as far as she know. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: d4:unique identifier (UDI) . H4:device manufacture date. Evaluation summary: based on the contents of the report, since there was no failure of the equipment in the field survey, it was assumed that there was a problem in use such as forgetting to unlock the curved knob.